Event description:
It was reported the patient felt stimulation in their rib cage/lung area, which was noted as the wrong location. It was stated the patient¿s stimulation had worked great since an unrelated lead revision in (B)(6) 2012 until the summer of 2013. It was further stated the patient had stopped using his stimulation because of the location of the stimulation sensation. It was noted the patient would try every couple weeks to see if his stimulation was back to its original location. It was stated that in the past the patient¿s stimulation would come back in the right area, but at the time of report it would not. It was noted the patient was unaware of any accidents or incidents that could have been related to the event. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n321341, implanted: (B)(6) 2012, product type: accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).